Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2007 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent video laparoscopy, exploratory laparotomy, excision of omental cyst and umbilical lesion, extensive lysis of pelvic and omental adhesions, and lso on (B)(6) 2011 due to pelvic pain, pelvic adhesions and left ovarian cyst. No additional information has been provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). It was reported that patient had mesh implanted due to stress urinary incontinence. The mesh was excised and revised on (B)(6) 2007 & (B)(6) 2007 due to continued incontinence, erosion and protrusion of mesh, pelvic pain and dyspareunia. It was reported that patient underwent surgery in 2011 for pelvic pain and had removal of scar tissue from mesh implantation.